Event description:
It was reported that the inner cables on the arm of the flex arms broke during an odontoid surgical procedure. Although the instruments were used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(4). Manually evaluated flex arms for function and rigidity by fully tightening and manipulating the instrument arm. The instrument arm was found to be insufficiently rigid after full tightening. The above observations are consistent with anticipated wear due to a worn internal cable, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.